Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion on the connecting tube. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.